Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for right ventricular lead noise oversensing. The noise oversensing was reproduced upon pocket manipulation. Programming change was made. The patient would continue to be followed up. The patient was stable and discharged.